Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon.

Event description:
The customer reported that during an emergency care procedure, using a glidescope spectrum smart cable, the image was flickering and pixelated. The customer was able to isolate the issue to the smart cable. A delay in the procedure of about four minutes occurred prior to the customer performing the intubation with a regular laryngoscope. No harm to the patient or user was reported.